Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event estimated date: (B)(6) 2021. Implant date estimated date: (B)(6) 2016.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 (date not provided) to treat functional mitral regurgitation (mr). Two clips were implanted, reducing mr. On an unspecified date, echocardiogram was performed, imaging showed one of the clips had detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 4. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted stabilizing the slda clip and reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint history was not performed as the lot number was not provided. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be due to the procedural condition of the slda. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event estimated date: (B)(6) 2021. Implant date estimated date: (B)(6) 2016.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 (date not provided) to treat functional mitral regurgitation (mr). Two clips were implanted, reducing mr. On an unspecified date, echocardiogram was performed, imaging showed one of the clips had detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 4. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted stabilizing the slda clip and reducing mr to 1. No additional information was provided.